Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Quality assurance analysis revealed that the guide wire was returned with dried blood and contrast on the core, coating and coils. There was corrosion visible on the center solder. The core separated at the distal end of the hypotube. There was core extending out the distal end of the hypotube. There was a kink in the hypotube 2 mm proximal to the distal end of the hypotube. There was a kink in the core 2.6 cm distal to the separation causing the core to be in a large hook shape. The tip of the guide wire was in a slight hook shape. There was no other damage noted to the guide wire. The tip was tugged on to confirm the core and shaping ribbon were still intact. The device was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guide would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, the circumstances are not available, but the forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire which fractured. The reason for the guide wire tip entrapment is not described in the incident, but overall, the guide wire failure does not appear to be manufacturing related. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during an lad diagonal the doctor had trouble reaching the lesion with a non-guidant stent. The doctor forcibly tried to cross the lesion, but it caused the balance middleweight guide wire to kink. The doctor then removed the entire system and noticed that the balance middleweight guide wire separated in two at the tip and no medical intervention was required. There was no reported injury and no additional information available.